Event description:
According to the available information the suction doesn't work well.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find others complaints regarding the lot number 10305746 on 24th december 2025, we didn't receive the sample. Upon receive it this complaint will be reopen and update. Our hungarian site performs its investigation and concludes: "we have thoroughly reviewed the production documentation related to the reported product issue. Based on our internal records and quality checks, we did not identify any deviations or irregularities during the manufacturing process. Unfortunately, as we have not received a physical sample of the affected product, we are unable to conduct a more detailed investigation at this time." Checking quality database revealed no anomaly in connection with the described defect

Event description:
According to the available information the suction doesn't work well.

Manufacturer narrative:
The investigation is ongoing at this time. A follow -up report will be submitted on completion of the investigation.